Event description:
New information received notes programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6) transmission. It was noted that the implantable cardioverter defibrillator (ICD) went into backup vvi operation.